Event description:
On (B)(6), 2008, it was reported to boston scientific corporation that a prolieve thermodilatation system (refurbished) was used during a benign prostatic hyperplasia (bph) procedure performed on (B)(6), 2008. According to the complainant, the prolieve thermodilatation system (refurbished) had a low water level water error message during the procedure. The physician aborted the procedure. No patient complications were reported. Note: this event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on (B)(6), 2009, revealed an MDR-reportable malfunction of physitemp being out of tolerance. This manufacturer report is submitted based on the evaluation results.

Manufacturer narrative:
The serial number ((B)(4)) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. (B)(4) - (out of tolerance). Visual examination revealed damaged exterior hardware that was replaced. Functional analysis of the returned prolieve thermodilatation system (refurbished) revealed that heat exchanger plate 2 failed and physitemps 1, 3, 4 were out of tolerance. The thermoelectric module peltier chips and physitemp module were replaced. The complaint was not confirmed as the manufacturer was unable to duplicate the reported event. (B)(4).